Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The tissue was held in the jaws, then the reload could not be fired. The surgeon was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to another stapling handle and reload and was then ok to fire. There was no patient harm. The patient outcome is alive, no injury.